Event description:
It was reported that during a da vinci myomectomy procedure the cable of the pk dissecting forceps instrument separated. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The complaint is being reported due to the claim that the cable on the pk dissecting forceps instrument separated. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.